Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the maryland bipolar forceps instrument had a broken cable. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found a broken grip cable. This confirms the customer reported issue. As part of investigation, further inspection identified charring / localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the thermal damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test. The broken grip cable and the additional finding of bipolar yaw pulley thermal damage are unrelated.